Event description:
Imp ref # (B)(4).

Manufacturer narrative:
We followed up with the customer and they stated that they put a different monitor into svc and the video image was restored. However, the central monitoring sys was still not booting up. The customer has ordered the replacement hard drives, and they will do the repairs themselves.